Event description:
When customer pushed the slide mechanism up only part of the display is visible. While on the phone a review of the system was conducted. It was learned that most of the "hundreds unit" was missing from the display. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.